Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. The customer¿s blood glucose level was 223 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. In addition, the customer reported that the wake button was difficult to press. Reportedly, issue was resolved at the time of the reported event.